Manufacturer narrative:
All available information was investigated, and the reported difficult to open or close (gripper actuation - single) could not be confirmed via returned device analysis. Additionally, the gripper line and gripper arm (no tactile marker side) were observed to be deformed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information and the results of analysis, a cause of the reported difficult to open or close (gripper actuation - single) could not be determined as the issue was not identified in device analysis. The cause of the observed deformation of gripper line and gripper arm could not be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional mitraclip device referenced in b5 is being filed under a separate medwatch report.

Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with grade 4. A mitraclip xtw (30628r1117) was advanced to the mitral valve, but during independent grasping, one of the grippers would not close. Therefore, the clip was removed and replaced. Another xtw (30628r1044) was inserted, but the same issue occurred. Therefore, the clip was also removed and replaced. A third xtw clip was inserted and deployed on the mitral valve without issues, reducing mr to a grade of <1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.